Manufacturer narrative:
After further review MFR#: 1917413-2021-00144 has been determined to not be reportable. The tube was shown to be filled correctly based on bd standards. This complaint is now reported for general dissatisfaction. General dissatisfaction of the product does not impact the intended use of the device which would lead to serious injury or the clinician or patient. As a result MFR#: 1917413-2021-00144 is null and void.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was overfill. The following information was provided by the initial reporter: translated to english. The customer stated: "the tubes are filling more than necessary. The customer no longer wants to use the batch of tubes."

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was overfill. The following information was provided by the initial reporter: translated to english. The customer stated: "the tubes are filling more than necessary. The customer no longer wants to use the batch of tubes."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos were provided for investigation. The photos were visually evaluated and does not show the customer¿s indicated failure mode of overfill as the meniscus of fluid is below the bottom of the shield. Sufficient volume is achieved when the blood drawn falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evacuated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was overfill. The following information was provided by the initial reporter: translated to english. The customer stated: "the tubes are filling more than necessary. The customer no longer wants to use the batch of tubes."